Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods"), rash ("body rashes"), smear cervix abnormal ("abnormal pap smears") and migraine ("severe migraines"). The patient was treated with surgery (bilateral salpingectomy to remove essure). Essure was removed. At the time of the report, the pelvic pain, abdominal pain lower, menstrual disorder, rash, smear cervix abnormal and migraine outcome was unknown. The reporter considered abdominal pain lower, menstrual disorder, migraine, pelvic pain, rash and smear cervix abnormal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.